Manufacturer narrative:
It was subsequently reported that there was no stent deformation. It was only the lesion was severe and the stent did not pass. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the mid rca exhibiting 92% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. It was reported that the stent failed to cross the lesion. It appears from the attached image that stent deformation occurred during positioning. Patient status is alive with no injury.

Manufacturer narrative:
Image review: photo 1; image shows a device and a portion of a shelf carton. Deformation is evident to the stent wraps with the struts appearing raised. The lot number printed on the luer corresponds with the lot number on the label of the shelf carton and the lot number in gch. Photo 2; image shows ¿not passing¿ situation statement. If information is provided in the future, a supplemental report will be issued.